Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system's left monitor would not display the image. No pt injury was reported.